Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a system failure primary audible four sensor test. The product fault occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked plunger case, and the plunger case seal to be coming out. There was a ¿sf: force sensor test¿ alarm revealed in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the root cause was due to a combination of the force sensor, plunger cable, and the plunger board. The force sensor, plunger cable and plunger board were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.